Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported 3 false negative results for 2 individuals who tested with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false negative results for individual 2. See (B)(4) for the additional false negative results. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) , lot 26300c, reader sn (B)(4). Repeat cue test(s) performed on (B)(6) 2022 provided a positive result. Customer was exposed to a positive individual on (B)(6) 2022 and started showing symptoms of a mild cough and headache on (B)(6) 2022.

Manufacturer narrative:
Correction:please disregard supplemental report #1 for 3016758165-2023-00070. H10 for initial MDR was accurate.

Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.